Event description:
It was reported that during a photo selective vaporization procedure of the prostate, the intensity was not sufficient to vaporize, and the fiber stopped working. The procedure was completed with a second fiber without patient complications. Analysis of the returned device identified that the glass cap was detached.

Manufacturer narrative:
Investigation summary: with the available information bsc concluded that the reported diminished vaporization efficiency and fiber stopped working was confirmed. Analysis identified that the glass cap was detached. It is probable that the glass cap detachment occurred due to elevated temperatures, near the laser beam output window. The increase in temperature can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in the saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including glass cap detachment. According to the instructions for use, increasing the irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on the information available and analysis results, the interaction between the user and device caused or contributed to the observed fiber tip damage and reported event. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap was detached. The section of the glass cap, still remaining, exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture could rotate independently of the metal cap. The glass cap exhibited severe devitrification at the output window and the metal cap exhibited moderate charred debris adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed there were no signs of breakage along the length of the fiber. The fiber connector passed the connector segment verification test. Labeling review: the device instructions for use (IFU) was reviewed. The IFU states: increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Caution: excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.